Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced a change in stimulation following a motor vehicle accident. The x-rays revealed the leads pulled out of the ipg. The surgeon found fluid inside the ipg and replaced the device. The existing leads were connected to the new ipg. The pt reported receiving effective stimulation therapy postoperative.